Manufacturer narrative:
Investigation is still ongoing. However, preliminary findings show that just before going on bypass someone disabled, enabled and in the end disabled the spectrum oxy functionallity which resulted in only ventilation on the 40% green chamber of the spectrum oxy. Which resulted in the mentioned low po2, but the faulty calculation of po2 on the qws. A further follow up investigation will determine the root cause.

Event description:
Customer did a bypass with fio2 of 60% and normal sweep. No physiologic activated or any autoregulation. Perfusionist thought that blood was dark. But po2 on qws showed 500 mmhg, so very high. Bloodgas showed showed a initial po2 of 90 mmhg so a very big discrepancy. Then raised the fio2, but that didnt solve much. So decided to switch to external back up gasblender with y connection (due to dual chamber). Upon query asked spectrum oxy was not activated. Engineer activated it in settings. Customer decided to go back to ventilation with qvm and they finished the case without damage to the patient.

Manufacturer narrative:
Initial investigation is still ongoing.

Event description:
Customer did a bypass with fio2 of 60% and normal sweep. No physiologic activated or any autoregulation. Perfusionist thought that blood was dark. But po2 on qws showed 500 mmhg, so very high. Bloodgas showed a initial po2 of 90 mmhg so a very big discrepancy. Then raised the fio2, but that didnt solve much. So decided to switch to external back up gasblender with y connection (due to dual chamber). Upon query asked spectrum oxy was not activated. Engineer activated it in settings. Customer decided to go back to ventilation with qvm and they finished the case without damage to the patient.